Event description:
Pt. Being set up by rehab tech with e-stim machine; machine not on "scanning mode", therefore tech shut off machine & this gave pt. A "shock". No skin redness or other injuries noted. Physical therapist tested machine on self & also received a "jolt". MFR contacted by biomed on 5/22/97 requested them come here to evaluate as of 6/4/97, no reply from OEM regarding having technical rep. Respond to facility.